Event description:
Baxter in foreign country reports patient line of homechoice set was not priming completely. No further details provided by baxter affiliate. No pt injury or medical intervention reported by baxter affiliate.